Event description:
It was reported that the autopulse platform has been taken out of service due to multiple reports of low run times and user advisory (ua) error codes. Customer does not recall exactly which error codes. No adverse pt sequelae was reported. No further information provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2013 for investigation. Investigation results as follows: visual inspection was performed and no damages were observed. Functional testing was performed with a demo manikin and the large resuscitation test fixture (equivalent to 250 pound patient) and user advisory 17 (max motor on time exceeded during active operation) fault was observed repeatedly. Further inspection confirmed a defective drivetrain likely led to this fault, however a definitive root cause for the drivetrain failing could not be determined. A review of the archive was also performed and confirmed multiple instances of the following faults: user advisory 2 (compression tracking error), user advisory 17 (max motor on time exceeded during active operation), and user advisory 19 (max applied load exceeded). It should be noted that although the archive did not show any faults on the reported event date, the reported complaint has been confirmed based on the archive indicating multiple faults that did occur while the unit was in the field. A definitive cause for these faults could not be determined based on the evaluation of the returned platform.